Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's daughter contacted boston scientific technical services and was stressed and panicked as this patient's physician requested an in-office visit. The visit was performed in regard to a remote monitoring alert for an out-of-range intrinsic amplitude on the right ventricular (rv) channel. The consultant had a lengthy conversation with the patient advocate discussing her father's ventricular tachycardia (vt), anti-tachycardia pacing (atp) therapy, the generated alert, the age of the associated leads and programming options. Review of the stored data identified one non-sustained episode showing noise, oversensing and pacing inhibition which resulted in approximately five seconds of asystole. This patient's system consists of a boston scientific implantable cardiac resynchronization therapy defibrillator (crt-d) device with boston scientific left ventricular (lv) and right ventricular (rv) leads and a competitive atrial lead. The system remains in service and no adverse patient effects were reported.